Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels. The customer¿s continuous glucose monitor read "low¿; however, a specific bg value was not provided. The customer consumed glucose tablets to treat the bg. The cause for the reported issue is unknown. The customer reverted to an alternate method of insulin therapy.